Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 19mm bioprosthetic aortic heart valve was explanted after approximately four (4) years due to unknown reasons. A 21mm pericardial bioprosthesis was used in replacement and no additional details were provided.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, it was noted that the patient has a narrow aortic annulus. The device history record (DHR) review was completed and shows that this device met all manufacturing and sterilization requirements. It appears that patient and/or procedural related factors may have caused or contributed to this event. Corrected data: describe event or problem; other relevant history; model/lot# ; (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 3000 19 mm bioprosthetic aortic valve, implanted approximately four years, was explanted. Per medical records, this patient presented with patient prosthesis mismatch requiring redo-avr with aortic root enlargement using a bovine pericardial patch. Of note, pre-operative diagnoses indicates the patient has a narrow aortic annulus. The patient also presented with hypertrophic obstructive cardiomyopathy, status post alcohol ablation, and post infarction ventricular septal defect (vsd). Post infarction vsd repair using a double patch technique with glutaraldehyde fixed bovine pericardium, removal of a temporary pacemaker lead, which perforated the right ventricle with primary repair, and right groin removal of an impella ventricular assist device and repair of the right common femoral artery was also performed. Tee was performed to check the vsd which showed no leakage whatsoever. There was no mitral regurgitation and no paravalvular leak from the aortic valve. Per the healthcare provider, the patient is still hospitalized and has not been discharged. No other details at this time.